Event description:
It was reported that the balloon developed a cuff upon deflation. Patient experienced discomfort, no intervention.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.